Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to gel bubble as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of gel bubble based on retention testing. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst blood collection tube there were air bubbles in the gel. This event occurred 5 times. The following information was provided by the initial reporter and translated to english. The customer stated: "the floor secretary added supplies and found there were bubbles in the collection vessel, and immediately reported it to the temporary warehouse."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to gel bubble as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of gel bubble based on retention testing. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst blood collection tube there were air bubbles in the gel. This event occurred 5 times. The following information was provided by the initial reporter and translated to english. The customer stated: "the floor secretary added supplies and found there were bubbles in the collection vessel, and immediately reported it to the temporary warehouse."